Manufacturer narrative:
Product discarded by user so additional evaluation could not be performed.

Event description:
During use this crescent cannula cracked below the gold suture site. Just a few ml of blood was lost as a result of the crack. The cannula was replaced to complete the procedure. There were no reported adverse patient effects. The patient was a covid extra corporeal membrane oxygenation (ECMO) patient. The cannula had been in use for 101 days when the crack occurred.